Event description:
It was reported by service report that the wheel was cracked and falling apart. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Wheel assembly.